Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was placement difficulty with the left ventricular (lv) lead and a problem triggering the lobes as they did not activate. The lv lead was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the tines/lobes of the lead became extrinsically distorted. The distal low voltage electrode of the lead was covered in blood. Visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned stretched from 88cm to 93cm. Dried blood was visible under the overlay tubing and on the lobes. The lobes appeared in twisted position at received. According to the reported and analysis results, distortion of the lobes is likely contribute for the deployment complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.